Event description:
The customer reported that the analyzer producted unexpectedly high potassium results over several days time. A field engineer visited the site and performed maintenance on the instrument. There was no pt harm as a result of the occurrence.